Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Representative was unable to get the patient tracker to appear higher than 0.6 with no obvious metal interference in the immediate area and the same set up was tested as same as clinically. It was reported that the patient positioning was slightly different as site use a headholder but the issue could not be replicated. Representative was able to test the system with the bed tilted and no difference in axiem tracking behavior was observed. Site reported that the emitter was placed under the head part. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a functional endoscopic sinus surgery (fess) procedure, the site was having issues tracking instruments. The em tracker flat panel was not registering when plugged in and showed orange status. The site re-plugged the emitter in which resolved that issue, but then the surgeon was having tracking issues. The em details showed the patient tracer at 1.25. The surgeon had the head of the bed tilted at a 45-degree angle. There was no reported delay to surgery and no impact on patient outcome.

Manufacturer narrative:
Additional information: the logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the issue. Suspect metal interference and not a software issue.